Event description:
Breg received legal notice of a lawsuit with use of a pain care 2000 product. Patient had left shoulder arthroscopic slap repair on (B)(6) 2004. Patient now alleges glenhumeral chondrolysis.